Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cystectomy procedure, while tying fallopian tubes, needle detached from the strand and it fell into the cavity of the patient. X-ray was performed to locate the needle from the abdomen, the needle was found on top of the drapes. Operating room time got prolonged for almost 2 hours extra.